Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during a flight, the device was unable to obtain an ECG signal complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and ECG full functionality testing with a known good ECG cable on a simulator without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs does show evidence to suggest the device appears to be detecting a short. The log shows ECG leads intermittently indicating faults, which indicates there is a connection/disconnection of the electrode or the ECG lead to the patient. There are a number of factors outside of a device malfunction that can lead to no ECG signal being seen that include electrode pad placement, coupling to the patient, and patient preparation. No trend is associated with reports of this type.